Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7091391/7091200, UDI: (B)(4).

Manufacturer narrative:
Correction to fu #1 MDR in blocks b5.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.